Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole and reddish material on the pebax area. Initially, it was reported that during an afib procedure, there was no force value, and no force curve displayed. When the cable was exchanged, the issue was not resolved. The catheter had to be replaced. There was no patient consequence. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax area with reddish material inside. This was assessed as MDR reportable with an awareness date of 13-jun-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed that there was a hole and reddish material on the pebax area. The device was connected to carto 3 system, and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31472767l and no internal actions related to the complaint were found during the review. The force issue reported by the customer could be related to the reddish material found on the pebax, therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 09-jul-2025, additional information was received which indicated that during a pulmonary vein isolation, it was determined in a qdot catheter that the integrated pressure sensor was defective. The defect was detected during routine pressure adjustment, which is performed at the beginning of the examination after inserting the catheter into the left atrium, before each energy delivery (in the patient). Due to the incorrect measurement values, the safe use of the catheter could not be guaranteed. Therefore, the catheter was immediately replaced to ensure proper and safe treatment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).